Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriately bypassed low ultrafiltration (uf) alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:55:22. During night drain cycle one, the patient's ultrafiltration reading was 62ml, indicating the home patient (hp) drained 62ml more than their maximum programmed fill volume of 100ml. No additional information is available.